Manufacturer narrative:
Trackwise ID#(B)(4). The device was returned to the factory for evaluation on 08/31/2023. An investigation was conducted on 09/06/2023. A visual inspection was conducted. Only the cannula was returned for evaluation. Signs of clinical use and slight evidence of blood was observed on the cannula handle. There were no visual defects observed on the cannula or the intact c-ring. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place. A reference harvesting device was inserted into the cannula with no physical or visual difficulties observed. The blue toggle on the cannula was manipulated to retract and extend the c-ring with no physical or visual difficulties observed. No visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-endoscope" was not confirmed. The lot # 3000328207 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Event description:
The hospital reported out of box failure for the vasoview hemopro 2. The scope would not insert into the hemopro2 sheath for branch ligation. Multiple scopes were tried and finally, a second kit was opened and the case was completed without further incident. The patient was on the table but the sheath had no interaction with the patient as it would not accept the scope.

Manufacturer narrative:
Tw ID#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.